Manufacturer narrative:
This is the same event as 3010536692-2016-00469.

Event description:
Possible high cocr levels; pain and osteolysis is what was explained to me prior to the "timeout" in the o.r. By dr. (B)(6) and or his staff. "Psydo capsule" appeared to be present which looked as if it released brown fluid when punctured.